Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level ranged between 200-300 mg/dl at the time of this event. Moreover, the infusion set had been used for 2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.